Manufacturer narrative:
H3: product ID 97755-s serial# (B)(6) product type recharger was returned and the analysis shows that white arrow rubbing off. This does not impact the functionality of the recharger poor recharge quality message. Record the two values the number high (100) the number low (100) passed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they were recharging their implanted neurostimulator (ins) the recharger was getting hot. They also mentioned that group a didn't work for them. They stated that it was really dull. Patient mentioned that they couldn't feel the stimulation on group a but on group c they couldn't sleep since it was too intense for them. They also mentioned they felt stinging and discomfort on their back. During the call agent had the patient to adjust their stimulation of group a. Patient mentioned when they increased the stimulation it was all on their legs however there's nothing on their back which they needed the most. Patient tried group b they felt the stimulation on their legs, butt and calves. Group c it was too intense for them only they felt on their thigh and calves. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent a request to repair to replace the recharger.